Manufacturer narrative:
(B)(4). Additional suspect medical devices component involved in the event: model#: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. Additional suspect medical device component involved in the event: model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm). Additional suspect medical device component involved in the event: model#: sc-2316-70, serial #: (B)(4), description: infinion 70 cm lead kit.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the patient has pain over the scs lead connectors at the midline lumbar spine. The patient will undergo an explant procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. No device malfunction was suspected. The explanted devices were not returned to bsn.

Event description:
A report was received that the patient had difficulty charging the ipg. It was also reported that the patient has pain over the scs lead connectors at the midline lumbar spine. The patient will undergo an explant procedure.